Manufacturer narrative:
The tech found that the ac power cord plug was worn. The tech replaced the power cord plug to repair the bed.

Event description:
Info rec'd indicates, the ground resistance reading was high while doing an electrical safety test.